Manufacturer narrative:
Acclarent followed up on this report to gather additional information. The surgeon reviewed the CT scan following the surgery and found out that there may have been dehiscence in the lamina papyracea. The surgeon stated the acclarent devices functioned as expected. He stated that orbital swelling was from the irrigation but was uncertain whether the saline entered the orbit because of a pre-existing dehiscence or from one created from the acclarent maxillary balloon dilation. Vp of the medical affairs concluded that the acclarent spin device may have contributed to the orbital swelling. The subject device of this report was not returned for evaluation, and its whereabouts are unknown. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.

Event description:
Acclarent was notified on (B)(6) 2013 of an event during a sinus surgical case when acclarent balloon dilation technology were used. A patient with chronic rhinosinusitis who underwent balloon sinuplasty of the maxillary sinuses with acclarent spin device. A proptosis of the globe was noted while irrigating the left side. Irrigation was stopped and the intraocular pressure on the left side was elevated to 40mm. The surgeon performed a left lateral canthotomy to relieve the pressure. Following the surgery, there was mild diplopia. The patient followed up with the ophthalmologist who determined that the diplopia resolved within 48 hours and the patient had done well.